Event description:
It was reported that this device moved and had to intensify the power and then had lost a few years of battery life. The device was then explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).